Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 420 mg/dl for no apparent reason; he was concerned about his basal rates. The patient treated with an 8-unit insulin pump bolus and his current blood glucose is 250 mg/dl. Troubleshooting was initiated and the customer discovered that his drive support cap was flush; only one side of the drive support cap was recessed. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will not be returned for analysis as the device is out of warranty. The customer also declined a loaner insulin pump.